Event description:
It was reported that the patient was admitted to the hospital in status epilepticus on (B)(6)2010, though the patient's seizures are below pre-vns baseline levels. A system diagnostic test was performed (B)(6)2010 and resulted in high impedance. The patient's mother states that she noticed the magnet had not been working the last few days. Attempts for further information have been unsuccessful to date.